Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker went from five years to one and a half years remaining in less than a year. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery life of this pacemaker went from five years to one and a half years remaining in less than a year. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pulse generators that have had continuous average power increases. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.